Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 555 mg/dl. The customer¿s symptoms were nausea and a headache, and the customer was treated with the insulin pump. Customer believes the high blood glucose happened after switching to a new insulin pump. During troubleshooting, the device passed the high-pressure test and it was determined the infusion set needs to be replaced. Customer was advised to speak with healthcare provider about high blood glucose levels. Customer was advised a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.